Event description:
It was reported that the x-frame cross tube was detached and the sensor/slider housing was cracked. There was no pt involvement or adverse consequences.

Manufacturer narrative:
X-frame cross-tube and sensor/slider housing.